Manufacturer narrative:
.(B)(4). The user facility submitted a medwatch report for this event: mw5082910-1. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) interlink solution sets were clogged and would not flow. This was observed during infusion with 20% fat emulsions as part of parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: device manufacturer state. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.